Manufacturer narrative:
Correction - please retract this report. The implantable cardioverter defibrillator was explanted without any alleged malfunction.

Event description:
Related manufacture reference number: 2017865-2023-05692. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited unknown malfunctions. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2023 and the right ventricular lead was capped and replaced on (B)(6) 2023. The patient's condition was unknown.